Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3.5 months after the dental implant was installed in intraoral region #29 it was verified its non-osseointegration. Immediate load was not performed. The patient presented bone type iii.